Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during use on the patient, the instrument released the clips; however the clips were not closing. The procedure was completed using the same like device. No adverse consequences were reported as a result of the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device, it was difficult to fire; however, the device cycled, fed, and formed the remaining clip as intended. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, one jaw was found bent. No conclusion could be reach as to what may have caused the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.